Event description:
It was reported that pump battery would not charge despite use of different wall outlets, wall adapters, and charging cables, and charging connection remained unstable or not recognized. There was no adverse impact to the customer¿s blood glucose level. Customer followed technical support instructions to try alternate power sources and equipment, but issue persisted and pump was reported as out of warranty, with no additional information received regarding further resolution.